Event description:
Patient reported right side "rupture was found after ultrasound". The device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05mar2024.

Event description:
Patient reported right side "rupture was found after ultrasound". The device has been explanted.

Event description:
Patient reported right side "rupture was found after ultrasound". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photo graphs noted rupture was observed, however an assessment of the opening on the device cannot be performed an as microscopic analysis was not possible.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: not observed. As per the investigation procedure deformation, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side "rupture was found after ultrasound". The device has been explanted.